Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump that beeped continuously. This condition was reported to have in the central supply department. It is unknown when this event occurred. This condition may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump beeping continuously was confirmed by service. This condition was caused by a faulty pump head module (phm) on channel a. Channel a's phm was replaced to fix the reported condition. Additional information: this device is an unremediated colleague pump with a user interface module software version of 5.04.00.